Manufacturer narrative:
September 09, 2015 11:36 am (gmt-4:00) added by (B)(6): (B)(4). A maquet service technician operated the unit for four plus hours and could not duplicate the reported issue. The technician tested the system to factory specifications and all tests were performed successfully. A supplemental medwatch will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that the patient circuit temp lowered by itself during a case. The device was switched for the back up unit. No reported patient effect. No delay in therapy. (B)(4).